Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a medication became stuck in the middle of drawer 4.1. The customer reported that the drawer had failed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that medications were stuck in the middle of that drawer. The field service engineer (fse) assisted the customer with an rx search for a lost medication. The item was found, and rx retrieved the medication. The system functioned as intended after the customer resolved the issue.